Event description:
It was reported that a female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a cardiac tamponade requiring a pericardiocentesis. The patient¿s blood pressure dropped and an effusion was confirmed by intracardiac echocardiography after the end of pvc treatment. A median septal puncture was performed, extraction was performed, and the procedure was completed. Blood pressure was stable after drainage and recovered. The investigator's judgment on health injury was that it was non-serious (moderate/minor). Atrial septal puncture was not performed. Ablation was performed before the tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was pre2sec, post 2sec 7-15. Additional information was later received indicating the adverse event was discovered during use of biosense webster products. The physician's opinion on the cause of the adverse event is that it was procedure related. The physician commented that cardiac tamponade might have occurred while proceeding the catheter to the rvot because the blood drained was venous blood. The physician also suggested that the patient's orientation of the rvot had a unique shape, which might have damaged the cardiac wall when advancing the catheter to the rvot. The patient outcome of the adverse event was fully recovered. The event occurred during ablation phase for pvc. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were real time graph, dashboard, vector & visitag with an additional filter used: force over time (fot) and color options used prospectively was tag index. The patient has no relevant medical history.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 1-aug-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 8-aug-2022, additional information was received indicating there were no relevant tests, laboratory data, or patient history available. Correct catheter settings were selected on the smartablate generator. The pump was switching from low to high flow during ablation and the parameters for stability used with the visitag module were range: 2mm, time: 3sec, force over time (fot) of 25% and 3g, tag size 2mm. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a cardiac tamponade requiring a pericardiocentesis. The patient¿s blood pressure dropped and an effusion was confirmed by intracardiac echocardiography after the end of pvc treatment. A median septal puncture was performed, extraction was performed, and the procedure was completed. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).